Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, harder not device related, is pulling up not device related, and pain not device related, harder, pulling up, and pain were due to the left side capsular contracture". Device has been explanted

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, harder not device related, is pulling up not device related, and pain not device related, harder, pulling up, and pain were due to the left side capsular contracture". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the specification and creases fold. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is no issues found related with the manufacturing process.